Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
When in use for a cardiopulmonary bypass procedure, the heart lung machine produced audible alarms without any error message. There were no reported consequences to the patient as a result of this event.